Event description:
It was reported that electrical anomaly was noted on the right ventricular (rv) lead. The physician opted to revise the rv lead. During generator change, the rv lead terminal pin and conductor fractured after removing from the old device header. The rv lead was capped and replaced. No adverse events were seen, and the patient was stable post procedure.